Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (2000 mcg/ml at 672 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient was septic in the intensive care unit (ICU) and was not very responsive. The event date was reported to be (B)(6) 2018. A change in therapy effect was reported; this was reported to be sudden. The hcp thought the pump was too high. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.